Manufacturer narrative:
The manufacturer did not receive devices, x-ray, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a f/u report will be filed. Zimmer's reference number of this case is (B)(4).

Event description:
A product liability claim was raised. At this time there is no further info, neither on the product the claim is related to, nor on the event that occurred.